Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, the service rep reseated the workstation video pcbs. The system was operating as intended.

Event description:
The customer reported when they engaged the x-ray, the screen was white. No image was available. No pt injury was reported.